Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of stenosis is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6)2025, one 3.0x38 mm esprit btk scaffold was deployed in the left proximal posterior tibial artery. On (B)(6)2025 the patient was admitted for a new ulceration on the left and right hallux. The non-study leg, which had a total occlusion, was treated with vascular intervention on (B)(6)2025. The patient also had a 60% restenosis of the left leg at the site of the esprit btk scaffold implant, and within the more distal area of chronic total occlusion. The index leg was revascularized during another hospitalization on (B)(6)2025. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.